Event description:
A malfunction was reported on the customer's pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The issue was addressed by the customer through a correction injection via multiple daily injections (mdi), and no external assistance was needed. Technical support provided the customer with pump reset information and assisted with resetting the device, after which the malfunction did not recur. The customer was instructed to continue using the pump.